Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, a piece of the patient's mucosa was found stuck in the distal cover. The user inspected the device before the procedure according to the instructions for use and noticed no irregularities during the device inspection. The intended procedure was an ercp which was completed successfully with the same device. There was no clinically relevant extension of the procedure. It's going well with the patient. No additional information is available other than the patient's current condition is good. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tip cover was cracked prior to the start of the procedure resulting in the pre-use inspection being performed without confirming the tip cover is properly attached during the pre-use inspection. It is also likely upon removing the endoscope with suction operative active mucous membrane entered at the edge of the tip cover (around the u-shaped slit) resulting in a piece of mucosa remains in the tip cover. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.